Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy and rubbed raw. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to remove device and return to zoll. Follow up indicated that the skin irritation improved.